Event description:
Boston scientific received information that immediately following the implant procedure, intermittent noise was observed with movement on the right ventricular (rv) lead electrogram (egm). Air bubble noise was suspected and the device was reprogrammed to monitor only for overnight. The next day, two non-sustained events with noise had occurred. No noise was recreated with isometric exercises and impedance measurements were within acceptable limits. The physician had elected to discharge the patient and check in one week. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.